Event description:
It was reported that t:slim x2 pump battery would not charge even though wall outlet was working and customer was using non-tandem charging equipment. There was no adverse impact to the customer's blood glucose level. Customer was instructed to leave wall adapter plugged into known working outlet for at least 30 minutes, after which pump began charging using original supplies, and no further assistance was required.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro max / 2.8 / ios_16.1.1.